Event description:
It has been reported to co that during prep this device leaked. Reportedly, the leakage occurred at the hemostatic valve and also in the area of transition between the sheath and the sideport. There was no pt involvement. The device is being returned to co's analysis.